Event description:
Customer reported the system is displaying an error code 790. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the sys, and verified the problem. The customer will continue troubleshooting and repair.